Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The weld adjoining the ratchet housing and the offset cup impactor (oci) was fractured all around and the ratchet housing was removed from the oci body. There were several deformities on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. There were some signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were some gouges on the metal handle that are not consistent with intended use as the oci is intended to be impacted only on the impaction plate; the oci body, near the 2 large pins that attach into the oci body, was dented on one (1) side, likely from a large impaction in this area, which is not intended; the returned complaint sample was etched per applicable drawings. Review of production records did not reveal any discrepancies. In conclusion, the reported event is confirmed and is attributed to unintended use. No further investigation with regard to this complaint is required. Reported by distributor, depuy orthopaedics, inc.

Event description:
It was reported during an unknown patient procedure that upon impaction, the spring loaded release mechanism disassociated from the handle releasing tension from the device. No adverse events nor patient consequence were reported as a result of the malfunction.